Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed due to oversensing, and inappropriate therapies. The physician elected to remove the patient's entire system at this time.